Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the extension tubing of a clearlink solution set disconnected form the hub that was connected to the IV catheter. This was discovered during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
The device was returned separated without the slide clamp and an evaluation is complete. Visual inspection was performed and noted separated components between the luer lock assembly and the tubing. The reported condition was verified and the cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Product code information was updated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
After further investigation, the cause was determined to be related to the material used during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.